Manufacturer narrative:
H6: device history review: DHR review indicates that the product has not been manufactured within the established process parameters and that there is indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, suspected lens inversion was observed. The lens was later removed and replaced for a same power lens, and the problem was resolved. The patient is in good condition.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove/replace is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
H6: 4627. (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens returned with moisture within a microcentrifuge vial. Visual inspection found a haptic bent lens. Dimensional inspection found lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).